Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd vacutainer® z (no additive) plus urine tube has been found experiencing two occurrences of short shot molding defects after use. The following has been provided by the initial reporter: the tubes have a perforation in the base, when entering the analyzer and being uncovered, all the urine is spilled loosing this way the sample and making necessary to do a sample request again.

Manufacturer narrative:
H.6. Investigation: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for hole in bottom of tube with the incident lot was observed. Additionally, evaluation/testing of the customer samples was performed and hole in bottom of tube was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It has been reported that the bd vacutainer® z (no additive) plus urine tube has been found experiencing two occurrences of short shot molding defects after use. The following has been provided by the initial reporter: the tubes have a perforation in the base, when entering the analyzer and being uncovered, all the urine is spilled loosing this way the sample and making necessary to do a sample request again.